Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. Two photographs of a guidewire were returned for evaluation. An initial visual observation of the first photograph showed the guidewire. A section of the guidewire was observed to be uncoiled. No other damage could be seen on the sample. An initial visual observation of the second photograph showed a piece of the guidewire. There was a deformity that appears to be a bur on one end of the piece. No other damage was observed. Use residues were not observed on the sample in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during the catheterization, the client found that the end of the guidewire in the sedinger was not smooth and spotted, and the puncture needle could not be withdrawn. No other information was provided.